Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received only the connector portion of the lead was returned in one piece. Visual examination found two external insulation abrasions at 4.5 - 4.6 cm and 9.4 - 10.2 cm from the connector pin exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number:2017865-2022-12519. It was reported that the right ventricle lead exhibited high defibrillation impedance. The right ventricle lead was capped and replaced on (B)(6) 2022. During the procedure, it was noted that the right ventricle lead had insulation damage. Upon further review, the right atrial lead exhibited noise during previous remote transmissions. The right atrial lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
Correction:b5.

Event description:
Related manufacturer reference number:2017865-2022-12519 it was reported that the right ventricle lead exhibited high defibrillation impedance. The right ventricle lead was capped and replaced on (B)(6) 2022. During the procedure, it was noted that the right atrial lead had insulation damage. Upon further review, the right atrial lead exhibited noise during previous remote transmissions. The right atrial lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.